Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: as the lot number for the device was provided, a review of the device history records was performed. The device (has or has not) been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly had a hole. It was further reported that the cap was flushed in prep to start new IV fluids via white lumen when leaking. Additionally, extravasation of IV fluids was allegedly noted. Reportedly, break was allegedly identified. The line was repaired. The current status of the patient is unknown.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter allegedly had a hole. It was further reported that the cap was flushed in prep to start new IV fluids via white lumen when leaking. Additionally, extravasation of IV fluids was allegedly noted. Reportedly, break was allegedly identified. The line was repaired. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman d/l catheter segment was returned for evaluation. In addition to the returned sample analysis two electronic photos were provided for review. Both the photo shows the clinician holding the hickman catheter and a split was noted on the catheter. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the clamping sleeve, proximal to the hub. Hydrostatic pressure was applied by clamping the distal end of the extension leg while infusing to observe for leaks. A leak was observed exiting the split on the extension leg. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. However the investigation is unconfirmed for the reported catheter hole issue as only the split was noted on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: as the lot number for the device was provided, a review of the device history records was performed. The device (has or has not) been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway.